Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a pocket revision due to irritation and pain from a previous revision. During pre operation there was a radio frequency telemetry anomaly and the device couldn't be connected to wirelessly using two separate programmers. The device was reprogrammed and the cyber security update was installed. The pocket revision was completed with out complications on (B)(6) 2019. No further action was taken and the patient was discharged two hours later.